Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Five photographs and one 22g insyte autoguard IV catheter were provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak from the IV catheter tubing. No other leaks were identified. A microscopic examination of the leak site revealed a breach in the catheter tubing that was consistent with needle puncture damage. Due to the evidence of use, the damage may have occurred during the insertion process; however, the root cause could not be determined. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. Manufacturing controls are in place to mitigate the occurrence of needle puncture damage. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a report about liquid leaked from the mating part of the extension tube of another manufacturer during use. On 11/06/2025: what kind of drug leaked? (Ex. Saline, fluid replacement, anti-cancer drug, etc.). It is currently unknown.